Event description:
It was reported that, "failed pca acetabular component. The pca acetabular shell, insert and femoral head were removed and replaced with a trident tritanium hemispherical shell, a trident x3 odeg insert, a pca 36mm +5 femoral head, and 3 screws."n

Manufacturer narrative:
Device not returned. No eval will be performed. If device becomes available a supplemental report will be issued.